Manufacturer narrative:
The patient was an infant (nicu). The reported issue was confirmed. The bolus d10w infusion had been initially programmed with 3 minute duration; however within just a few seconds after starting the infusion the vtbi was increased from 6ml to 20ml which increased the bolus infusion duration to 10 minutes. The investigation identified the suspect (source) for the d10w infusion was the pump module received and not the received syringe pump based on the recorded associated pcu event log details. The inspection and testing process did not find any existing malfunctions and the pump module to be infusing within specifications at the bolus incident programming, and with the duration maintained at 3 minutes. The reported issue was confirmed via log analysis and was identified to be the result of programming, no device malfunction occurred.

Event description:
It was reported that IV dextrose 10% in water (d10w) was set-up to infuse a bolus dose of 6ml over 3 minutes via IV pump. The infusion began at 0145 and at 0155, the nurse noted that the bolus was still infusing. The nurse took the device out of the patient room and tried the infusion again twice. The device worked fine the during the 2nd and 3rd bolus "in practice" testing. The event occurred in neonatal intensive care unit. There was no patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that IV dextrose 10% in water (d10w) was set-up to infuse a bolus dose of 6ml over 3 minutes via syringe pump. The infusion began at 0145 and at 0155, the nurse noted that the bolus was still infusing. The nurse took the device out of the patient room and tried the infusion again twice. The device worked fine the during the 2nd and 3rd bolus "in practice" testing. The event occurred in neonatal intensive care unit. There was no patient harm.